Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger.

Event description:
According to the reporter, the customer stated that during a bravo procedure the vacuum was not suctioning properly which caused a failure to attach. There was no harm to the patient and a second capsule was placed without further issue.

Manufacturer narrative:
Device returned. Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were no signs of tissue or blood on the device and the delivery system was not bent. The emergency release was not implemented, the plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, and the cause of the failure was not determined. If information is provided in the future, a supplemental report will be issued.